Event description:
It has been reported to philips that exposure was not possible on the allura device. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not doing exposure. Troubleshooting actions showed a problem with the cooling oil leakage. The fse fixed the oil tube and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to exposure. Upon functional testing fse found oil leakage problem at the cable joint on ceiling due to loose connection of the oil tube. The fse tightened the oil tube. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.